Event description:
Customer performed a blood glucose test and received and result of 188mg/dl. One hour later at the doctor office the doctor received a result of 54mg/dl. The customer went home and about 45 minutes later tested and received a result of 40mg/dl. Paramedics were called and they tested the customers blood glucose (result unknown). The customer was given sugar water and taken to the hospital where they were admitted. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.